Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties and damage were not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending (lad) artery with mild tortuosity and mild calcification, a 2.5x8 mm nc trek rx dilatation catheter was advanced and resistance was felt with the guiding catheter. The dilatation catheter was withdrawn from the patient anatomy and resistance was felt with the guiding catheter. Reportedly, the guide wire exit notch was noted to be crimped. Another device was used for the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.